Event description:
Additional information was received from a company representative who indicated the physician was able to interrogate the patient's vns without further difficulty while the patient was at the hospital and the patient was not in his wheelchair. The patient's device is reportedly "working fine".

Event description:
It was reported that the vns patient's generator could not be interrogated at an office visit. The patient is in a wheel chair and has a ventilator connected to the back of his chair. The handheld programming computer was able to interrogate a company representative's test generator without issue. When the test generator was attempted to be interrogated while held next to the ventilator, communication was not able to be established. It is likely that the ventilator is producing electromagnetic interference preventing adequate communication between the generators and the handheld programming computer however proper function of the patient's generator could not be verified. The physician has not attempted to interrogate the patient's generator since the vns time of the report. The last successful communication based on the programming history available ot the manufacturer was on (B)(6) 2010. It is unknown if the patient had a ventilator at that time. Attempts for additional information are in progress. No adverse events have been reported.

Manufacturer narrative:
Analysis of programming history.